Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products: pentaray navigational eco catheter, us catalog #: d128211, lot #: 30138622l. A manufacturing record evaluation was performed for the finished device 30115489l number, and no internal action was found during the review. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade. After cavotricuspid isthmus (cti) ablation was conducted, cardiac tamponade was confirmed by echo. It is unknown the type of intervention provided. It was diagnosed there was no urgency to monitor patient¿s blood pressure. Coronary angiography (cag) was performed and the procedure was completed. Post-procedure, patient¿s condition worsened. It is unknown if further intervention was provided. There¿s no indication that extended hospitalization was required. Patient¿s outcome is unknown. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related.